Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported call that they experienced high blood glucose. The customer blood glucose level was 30 mmol/l at the time of incident and the current blood glucose was unknown. Customer was tried to commit suicide and customer spoke to the hospital and went onto multiple dose injection. Customer did not give any symptoms related to their high blood glucose. Customer treated with insulin pump and multiple dose injection. The insulin pump will not be returned for analysis.